Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The article, "fluttering bioprosthetic valve leaflet detected by intravascular ultrasound during valve-in-valve transcatheter aortic valve replacement", was reviewed. This research article presents a case study on a (B)(6) year old woman who was admitted to undergo transcatheter aortic valve replacement (tavr) due to bioprosthetic valve failure 19-mm trifecta valve. Pre-procedural computed tomography images revealed 4.1 mm between the bioprosthetic valve and the left coronary artery (lca). An unknown transcatheter valve was implanted with guidewire protection for the lca. After the tavr, the patient's blood pressure dropped to less than 90 mm hg, along with st-segment elevation. An angiography showed radiopacity near the ostium of the lca, therefore obstruction of the lca was suspected. Intravascular ultrasound (ivus) during emergent percutaneous coronary intervention showed coronary obstruction by fluttering leaflet of the bioprosthetic valve. After chimney stenting, the st-segment elevation was improved and the ivus showed a well expanded stent. The patient was discharged without any other complication 5 days after the percutaneous coronary intervention. Post-procedural computed tomography images showed a well-expanded coronary stent extended from the left main trunk to the aorta. The article concluded that based on the data, it was assumed that this case had a relatively high-risk of coronary obstruction, and therefore, the basilica (bioprosthetic or native aortic scallop intentional laceration to prevent iatrogenic coronary artery obstruction) technique might be another possible solution for this clinical scenario. The primary author of the article is yosei iseki, md, division of cardiology, department of internal medicine, (B)(6).

Manufacturer narrative:
As reported in a research article, a patient had a tavi to replace a trifecta valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.